Event description:
Reprise IV study. It was reported that right bundle branch block (rbbb), left bundle branch block (lbbb) and left posterior fascicular block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regimen of aspirin or other antiplatelet medications at the time of index procedure. The subject received loading doses of 81 mg aspirin and 300 mg clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty. No conduction disturbance was noted after balloon valvuloplasty. The aortic valve was treated with deployment of a 25 mm lotus edge valve. Successful repositioning of the 25 mm lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day of the index procedure, post transcatheter aortic valve replacement (tavr), electrocardiogram (ECG) revealed right bundle branch block, left posterior fascicular block. No action was taken to treat the events. One (1) day post index procedure, ECG revealed left bundle branch block. No action was taken to treat the event. Two (2) days post index procedure, the subject was discharged on aspirin and clopidogrel.